Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmitter. Upon review, the right atrial lead exhibited chronic noise. Noise was previously reported in reference number 2017865-2015-00147. No intervention was performed. The patient remained asymptomatic and would continue to be monitored remotely.